Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not turn on. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the reported issue. The fse verified that the iabp unit had ac power and that the batteries were charged. The fse then disassembled the iabp unit to check for any physical damage and found that all the boards on the card cage were disconnected from the backplane board, power management board, motor control board, solenoid control board and fiber optic module. The fse plugged in all the boards, turned on the iabp unit, then performed a full preventative maintenance (pm) check. The ibp unit passed all testing to factory specifications and was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and confirmed the reported issue. The fse verified that the iabp unit had ac power and that the batteries were charged. The fse then disassembled the iabp unit to check for any physical damage and found that all the boards on the card cage were disconnected from the backplane board, power management board, motor control board, solenoid control board and fiber optic module. The fse plugged in all the boards, turned on the iabp unit, then performed a full preventative maintenance (pm) check. The ibp unit passed all testing to factory specifications and was cleared for use and returned to the customer.